Manufacturer narrative:
As no additional information regarding this event is expected, this investigation is complete. If additional information is received, this record will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high out of range pacing impedances and high thresholds. The patient's implantable cardioverter defibrillator (ICD) remains in service with the new ra lead. No additional adverse patient effects were reported.